Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the essure coils went up beyond site') and pelvic pain ('pain, pelvic') in a 39-year-old female patient who had essure (batch no. Cs0003v, b82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and spontaneous abortion. Previously administered products included for contraception: mirena iud from 2008 to (B)(6) 2013. Concurrent conditions included uterine polypectomy. Concomitant products included aripiprazole (abilify) since (B)(6) 2018, flurazepam hydrochloride (lozepam) since (B)(6) 2014, ibuprofen since 2014 and risperidone (risperidon) from (B)(6) 2018. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), vulvovaginal pain ("pain, vaginal"), abdominal pain lower ("pain, lower abdominal"), back pain ("pain, back"), psychotic disorder ("psychological or psychiatric problems condition: psychosis") and vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, mood swings, migraine, vulvovaginal pain, abdominal pain lower, back pain, psychotic disorder and vision blurred had not resolved. The reporter considered abdominal pain lower, back pain, device dislocation, fatigue, migraine, mood swings, pelvic pain, psychotic disorder, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: three coils were noted after the release in the right side and on the left side four coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. No passage of contrast through the fallopian tubes and into the peritoneum. Lot number: b82477, manufacturing date: 2013/10, expiration date: 2016/10. Lot number: cs0003v, manufacturing date: 2013/10, expiration date: 2015/12. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: mr received: new event device dislocation added. Patient demographic information, reporter information, medical history and concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled wire fragments consistent with an essure device'), device dislocation ('one of the essure coils went up beyond site') and pelvic pain ('pain, pelvic') in a 39-year-old female patient who had essure (batch no. Cs0003v, b82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and spontaneous abortion. Previously administered products included for contraception: mirena iud from 2008 to (B)(6) 2013. Concurrent conditions included uterine polypectomy. Concomitant products included aripiprazole (abilify) since (B)(6) 2018, flurazepam hydrochloride (lozepam) since (B)(6) 2014, ibuprofen since 2014 and risperidone (risperidon) from (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), vulvovaginal pain ("pain, vaginal"), abdominal pain lower ("pain, lower abdominal"), back pain ("pain, back"), psychotic disorder ("psychological or psychiatric problems condition: psychosis") and vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown and the pelvic pain, fatigue, mood swings, migraine, vulvovaginal pain, abdominal pain lower, back pain, psychotic disorder and vision blurred had not resolved. The reporter considered abdominal pain lower, back pain, device breakage, device dislocation, fatigue, migraine, mood swings, pelvic pain, psychotic disorder, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: three coils were noted after the release in the right side and on the left side four coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. No passage of contrast through the fallopian tubes and into the peritoneum. Lot number: b82477 manufacturing date: 2013/10 expiration date: 2016/10. Lot number: cs0003v manufacturing date: 2013/10 expiration date: 2015/12. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 5-jan-2021: mr received. Reporter information added. Event: coiled wire fragments consistent with an essure device added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled wire fragments consistent with an essure device'), device dislocation ('one of the essure coils went up beyond site') and pelvic pain ('pain, pelvic') in a 39-year-old female patient who had essure (batch no. Cs0003v, b82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and spontaneous abortion. Previously administered products included for contraception: mirena iud from 2008 to (B)(6) 2013. Concurrent conditions included uterine polypectomy. Concomitant products included aripiprazole (abilify) since (B)(6) 2018, flurazepam hydrochloride (lozepam) since (B)(6) 2014, ibuprofen since 2014 and risperidone (risperidon) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), vulvovaginal pain ("pain, vaginal"), abdominal pain lower ("pain, lower abdominal"), back pain ("pain, back"), psychotic disorder ("psychological or psychiatric problems condition: psychosis") and vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown and the pelvic pain, fatigue, mood swings, migraine, vulvovaginal pain, abdominal pain lower, back pain, psychotic disorder and vision blurred had not resolved. The reporter considered abdominal pain lower, back pain, device breakage, device dislocation, fatigue, migraine, mood swings, pelvic pain, psychotic disorder, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: three coils were noted after the release in the right side and on the left side four coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. No passage of contrast through the fallopian tubes and into the peritoneum. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: pelvic pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage batch no b82477 production date 2013-10-16 expiration date 2016-10-31. Lot number: cs0003v manufacturing date: 2013-10 expiration date: 2015-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic') in a (B)(6) year old female patient who had essure (batch no. Cs0003v, b82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena iud from 2008 to (B)(6) 2013. Concomitant products included aripiprazole (abilify) since (B)(6) 2018, flurazepam hydrochloride (lozepam) since (B)(6) 2014, ibuprofen since 2014 and risperidone (risperidon) from (B)(6) 2018 to (B)(6) 2018. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), vulvovaginal pain ("pain, vaginal"), abdominal pain lower ("pain, lower abdominal"), back pain ("pain, back"), psychotic disorder ("psychological or psychiatric problems condition: psychosis") and vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, mood swings, migraine, vulvovaginal pain, abdominal pain lower, back pain, psychotic disorder and vision blurred had not resolved. The reporter considered abdominal pain lower, back pain, fatigue, migraine, mood swings, pelvic pain, psychotic disorder, vision blurred and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported injury replaced by new events fatigue, hormonal changes describe: mood swings, migraines / headaches, pain, vaginal, pelvic, lower abdominal, back, psychological or psychiatric problems condition: psychosis, vision/eye problems type: blurred vision. On (B)(6) 2019: processed with fu2 incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.